Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) ran an order query and found two entries, one of which was flagged as discontinued. The tss then ran a device inventory report for the two specified devices and filtered by the medication; no data was found. The report was also filtered by medication ID across all devices and reviewed individually; however, no matching order appeared. No response received from the customer for further update and the case was closed.

Event description:
It was reported that when using the bd pyxis¿ es server, there was an issue with the server not refreshing. The nurse removed the same medication twice, but the server did not recognize both removals. The customer confirmed that there was only one medication order; however, the server did not reflect both medication removals and appeared not to be refreshing however, there were no delays, adverse events or injuries reported based on this event.